Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Clarification to event problem: explant surgery has not been confirmed.

Event description:
Healthcare professional reported rupture on an unknown side. The status of the device is unknown.